Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, due to being unable to resume insulin, the customer's blood glucose level became elevated. The customer reported having manual injections available as alternate insulin therapy.